Event description:
The pump was returned for investigation. Investigation revealed a torn keypad with contamination on the contacts as well as a discolored display screen. This report is made based on results of investigation completed on 01/08/2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 01/08/2014 with the following findings: there was a tear on the keypad between the 'down' and 'ok' buttons. The contrast button had an intermittent response. The 'up', 'down' and 'ok' buttons responded properly to user input. Removing the keypad cover to check condition of the button contacts revealed contamination under the contacts of all buttons. Observed the text on the display screen is dim/faded and discolored. Changing the contrast settings showed little to no improvement in the screen¿s brightness. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).